Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. With the available information, boston scientific concluded the clinically-observed high impedance measurements obtained through the device but not during in clinic testing may have been due to how this device obtains those measurements. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain which over time resulted in the reported clinical observations.

Event description:
It was reported that during a six week follow up interrogation, the pacemaker showed a significant decrease in battery longevity along with high power consumption. The estimated battery remaining was at one year with a consumption of 465 percent it was noted that the patient was at 100 percent automatic mode switch since implant, so the device was reprogrammed to pace and sense in the ventricle only. However, it did not appear to have any change to battery longevity. Furthermore, the right ventricular (rv) lead threshold measurement had increased to 3.3 volts so the output was reprogrammed to 4.5 volts. Ventricular pacing impedance trend also showed values of greater than 3000 ohms since implant, however during testing the impedance measurements were consistent and within normal range. Both the rv and right atrial (ra) leads are from another manufacturer. The field representative advised the clinic to perform full lead and system integrity checks along with taking x-ray images. Technical services (ts) was consulted. Upon review of the data, ts found that the pacemaker was depleting normally and that the power consumption was elevated due to the device sensing episodes of persistent high atrial rates of 231 bpm since implant. The field representative attended clinic with the patient and noted that the electrogram (egm) showed undersensing leading to subsequent ventricular pacing. Engineering performed further review of the rv automatic threshold episodes and x-rays due to the out-of-range impedance measurements, undersensing and high threshold measurements. Upon review, engineering noted that the rv pacing impedance measurements were both saturated and showed noise values. It was discussed that this could indicate an issue with the sensing and pacing circuitry of the pacemaker which may account for the high power consumption, undesensing and high lead impedance values. Ts advised that the device should be urgently replaced and returned for analysis. It was further advised to verify lead integrity during the device revision procedure. Additional information was received that the device was explanted and successfully replaced. It was further noted that the other manufacturer's rv lead was tested on the pacing system analyzer (psa) during the procedure and yielded within range measurements. However, the physician opted to replace the rv lead as well. The device was returned for analysis.

Event description:
It was reported that during a six week follow up interrogation, the pacemaker showed a significant decrease in battery longevity along with high power consumption. The estimated battery remaining was at one year with a consumption of 465 percent it was noted that the patient was at 100 percent automatic mode switch since implant, so the device was reprogrammed to pace and sense in the ventricle only. However, it did not appear to have any change to battery longevity. Furthermore, the right ventricular (rv) lead threshold measurement had increased to 3.3 volts so the output was reprogrammed to 4.5 volts. Ventricular pacing impedance trend also showed values of greater than 3000 ohms since implant, however during testing the impedance measurements were consistent and within normal range. Both the rv and right atrial (ra) leads are from another manufacturer. The field representative advised the clinic to perform full lead and system integrity checks along with taking x-ray images. Technical services (ts) was consulted. Upon review of the data, ts found that the pacemaker was depleting normally and that the power consumption was elevated due to the device sensing episodes of persistent high atrial rates of 231 bpm since implant. The field representative attended clinic with the patient and noted that the electrogram (egm) showed undersensing leading to subsequent ventricular pacing. Engineering performed further review of the rv automatic threshold episodes and x-rays due to the out-of-range impedance measurements, undersensing and high threshold measurements. Upon review, engineering noted that the rv pacing impedance measurements were both saturated and showed noise values. It was discussed that this could indicate an issue with the sensing and pacing circuitry of the pacemaker which may account for the high power consumption, undesensing and high lead impedance values. Ts advised that the device should be urgently replaced and returned for analysis. It was further advised to verify lead integrity during the device revision procedure. Additional information was received that the device was explanted and successfully replaced. It was further noted that the other manufacturer's rv lead was tested on the pacing system analyzer (psa) during the procedure and yielded within range measurements. However, the physician opted to replace the rv lead as well. The device is expected to be returned for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a six week follow up interrogation, the pacemaker showed a significant decrease in battery longevity along with high power consumption. The estimated battery remaining was at one year with a consumption of 465 percent it was noted that the patient was at 100 percent automatic mode switch since implant, so the device was reprogrammed to pace and sense in the ventricle only. However, it did not appear to have any change to battery longevity. Furthermore, the right ventricular (rv) lead threshold measurement had increased to 3.3 volts so the output was reprogrammed to 4.5 volts. Ventricular pacing impedance trend also showed values of greater than 3000 ohms since implant, however during testing the impedance measurements were consistent and within normal range. Both the rv and right atrial (ra) leads are from another manufacturer. The field representative advised the clinic to perform full lead and system integrity checks along with taking x-ray images. Technical services (ts) was consulted. Upon review of the data, ts found that the pacemaker was depleting normally and that the power consumption was elevated due to the device sensing episodes of persistent high atrial rates of 231 bpm since implant. The field representative attended clinic with the patient and noted that the electrogram (egm) showed undersensing leading to subsequent ventricular pacing. Engineering performed further review of the rv automatic threshold episodes and x-rays due to the out-of-range impedance measurements, undersensing and high threshold measurements. Upon review, engineering noted that the rv pacing impedance measurements were both saturated and showed noise values. It was discussed that this could indicate an issue with the sensing and pacing circuitry of the pacemaker which may account for the high power consumption, undesensing and high lead impedance values. Ts advised that the device should be urgently replaced and returned for analysis. It was further advised to verify lead integrity during the device revision procedure. Additional information was received that the device was explanted and successfully replaced. It was further noted that the other manufacturer's rv lead was tested on the pacing system analyzer (psa) during the procedure and yielded within range measurements. However, the physician opted to replace the rv lead as well. The device is expected to be returned for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. With the available information, boston scientific concluded the clinically-observed high impedance measurements obtained through the device but not during in clinic testing may have been due to how this device obtains those measurements.